Event description:
The reporter indicated that a 12.1 mm vicmo12.1 implantable collamer lens of -9.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Claim# (B)(4).